Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No failed battery test alarm were noted. No motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. It was also reported that the insulin pump failed battery test due to bad battery. Customer declined trouble shooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.